Event description:
It was reported that the infusion set did not stay in place and the user reverted to a different manufacturer¿s infusion set to reconnect to the pump, with the user indicating the issue was due to incorrect deployment while learning to use the ilet. Replacement infusion sets were arranged. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue consistent with improper or incorrect procedure or method related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.